Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following initial implant, the patient was sent to short stay recovery but the lead dislodged when the patient sat up. The patient was taken to the lab for repositioning and sent back for recovery but the lead dislodged again. Lead parameters were normal throughout. The patient was brought back to the lab, the lead was replaced but could not be removed as it appeared to be caught to cardiac tissue. The patient was left as is and checked the next day. All parameters for the replacement lead were normal. The patient was sent to a separate hospital and the problematic lead was removed with tricuspid valve tissue attached. It was believed the lead had gone through the tricuspid valve before deploying the lead during the original implant which had resulted in the dislodgements. The patient was stable before, during and after each surgery.